Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intra-operatively, the devices were used but there was incomplete anastomosis. No information is available regarding the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intra-operatively, the devices were used but there was incomplete anastomosis. To correct the issue, the surgeon hand sewed the anastomosis to reinforce the staple line. The patient has recovered and been discharged.